Event description:
It was reported by the attorney that in 1994 the plaintiff underwent a surgical intervention for a displaced fracture of the right leg. Ethicon sutures were used, in part, to close the wound. Within the first week after the surgery the plaintiff suffered redness and swelling at the incision site, infection and drainage along the site, fever, sever pain at the incision, exhaustion and loss of appetite. Allegedly, the plaintiff has had approximately 30 surgeries dealing with infection control, loss of the right tibia, transplant of the left fibula to the right leg, loss of eight inches in the colon, a resulting colostomy and incessant presence of bolls throughout the body.